Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. Technical support provided information to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to contact support again if the issue happens again and acknowledged this advice.